Event description:
Rn was spiking IV fluid and tip of spike broke and flew off. New tubing obtained and fluid spiked without further incident. Did not involve any patient as infusion being prepared in medication room when event occurred.